Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to unknown complications. The femoral component and articular surface were replaced. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information, this previously reported event was found to be a duplicate submission. The event has been reported under 0001822565-2025-00872. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h11. Upon receipt of additional information, this previously reported event was found to be a duplicate submission. The event has been reported under 0001822565-2025-00872. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.